Manufacturer narrative:
(B)(4). Date of event: no scheduled revision surgery to this date. Unique identifier (UDI) #: n/a. Explant date: no revision surgery has been scheduled to take place at this time. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product still being implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for revision of right hip at an unknown amount of time post implantation. The liner component is being considered for removal and replacing, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and review stated that there was moderate to severe polyethylene liner wear contributing to slight lateral position of prosthetic femoral head within acetabular component. No evidence of subsidence or loosening was found. Evidence of proximal femoral osteolysis was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.